Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Customer reported "pt. Stated when he returned to have pum d/ced - that pump would only run if ba was elevated. Pt. Stated that pump beeped 8-10 times during the 48 hours he had the pump." Medication being infused was chemo. No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed and there were no lines that would indicate an issue with the pump infusing properly. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The pump did not power off, and the infusion ran until completion. The volume infused was 96.04 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.96%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.